Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic pulmonary valve, it was observed that there was damage to one of the labels. The valve was discarded and replaced for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Corrected b5. Corrected h6. Updated e. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury, or product malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected information was reported. It was observed that there was damage to one of the valve leaflets. It was noted that one of the leaflets did not open properly. The valve was not used and was discarded. The valve was replaced for the procedure.